Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that the vizigo may cause saline to leak from the hemostatic valve. This was noticed before use in the preparation phase. Vizigo replaced and resolved. It was also reported that the lasso has a poor display. The ring part appears, disappears, and repeats. This occurred when right pulmonary vein (rpv) ablation. Since electrical potentials were visible, the procedure was continued without exchange. The procedure was completed without patient's consequence. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 12-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 11-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that the vizigo may cause saline to leak from the hemostatic valve. This was noticed before use in the preparation phase. Vizigo replaced and resolved. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Due to the conditions of the hemostatic valve, an internal action was opened. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks, and physical damage observed suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record was performed for the finished device 00001800 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).